Manufacturer narrative:
The device serial number was not found in the manufacturer device trace system. A follow up report will be sent when additional information is received.

Event description:
The hcp reported the neurostimulator suddenly shut down and displayed battery depletion symptoms. A power on reset was observed. Replacement surgery is planned and the device will be returned to the manufacturer for analysis.